Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the eds iii was leak tested and a leak was confirmed at the needleless port. It is not possible to determine the root cause as these devices are tested at 100% for leaks and blockages. This could be due to handling, but this could not be determined. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that at the end of the surgery, the surgeon noted that there was a leakage of csf in the external drainage system at the blue connector.